Event description:
It was reported that, after placing the final implants in a cori-assisted tka procedure, the doctor decided to take additional distal femur, so they went back and adjusted plan to take additional distal resection. They re-verified checkpoints and went to ¿bur all¿ on femur. Immediately after attempting to refine, prior to burring, the ¿drill disconnect¿ error appeared, followed by ¿connection error¿ message. They switched out long attachment, re-seated the bur, re-calibrated and continued the case with a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the product, ri robotic drill (us), rob10013, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a loose connection causing intermittent connectivity. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H11: the manufacturer has identified that this event should be re-evaluated for MDR reporting for this malfunction does not meet the threshold for reporting and is, therefore, a non-reportable event.